Event description:
A scrub technician reported that during a procedure, the system suddenly lost pressure and infusion and that all functions were disabled. The system was switched out and the case was completed with no harm to the pt. The technician reported that the facility was undergoing construction on their side of the building and was not sure if that may be related to this event.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported event. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unk at this time. (B)(4).